Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the patient was taken for intervention of the mid left anterior descending (lad) artery which had a 95% blockage. A xience v stent was deployed; however, as soon as the stent was deployed, there was suddenly no reflow because of thrombus formation. A suction device was used to reduce the thrombus and the flow became normal. Reportedly, the patient was doing fine. No additional event or patient information is available.